Event description:
During the procedure the tip of the blue dilator was split and injured the mucosa of the stomach wall and bleeding was found. Hemostasis procedure was performed. Another kit of the same was used to successfully complete the procedure. The patient was treated with antibiotic and is in stable condition.